Manufacturer narrative:
The lot number provided could not be confirmed as valid and therefore the manufacturing and expiration dates will not be provided in this report.

Event description:
It was reported that a revision surgery was performed due to there being no contact between the cement and implant.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection of the gii cmt tibial base showed no bone on-growth or cement adhesion on the fixation surface. The articulating surface of the insert showed signs of expected usage. Based on the information provided, the exact cause for the tibial base loosening is unknown. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened.